Event description:
It was reported that this right ventricular (rv) lead exhibited an alert for a high out of range shock impedance measurement of 131 ohms. Review of device data indicated the lead exhibited impedances of approximately 80 ohms in 2017, which is high but within specifications. The current overall impedance is approximately 100 ohms but varying between approximately 90 ohms and 110 ohms. No noise was observed on the associated electrogram (egm). Boston technical services (ts) discussed possible options with the boston scientific representative (rep), including to consider increasing the high impedance alert limit to 150 ohms or consider delivering a commanded maximum energy shock. The lead remains in-service. No patient symptoms or adverse patient effects were reported.